Manufacturer narrative:
Based on the results of the internal investigation, (B)(4) and per management directive, no additional investigation of this event is required at this time. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. The internal investigation has identified the issue to be a design deficiency therefore no device history record is required. Per management directive and (B)(4) this/these device(s) is/are now considered to be reportable to all competent authorities per event location. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Codes: controller - con191264s02 / catalog number 1407de / expiration date - 31 dec 2016. (B)(4). Method: visual inspection. Results: no results available since no evaluation performed.  Conclusion: device not returned.

Event description:
It was reported by medical personnel that a patient experienced electrical faults and subsequently had a driveline cleaning with a controller exchange. The service evaluation states the log files showed electrical faults with front_phase_b_open. The cleaning was done with a pump stop duration period of approximately 2 minutes. The patient was in "good condition", this procedure was done as outpatient. No additional information provided.

Manufacturer narrative:
(B)(4). The driveline cable hw24932 was not returned for evaluation. Controller con191264 was returned for evaluation. Review of the manufacturing documentation of hw24932 confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector and driveline port of the controller. A driveline connector cleaning procedure was performed to mitigate the conditions reported. The reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 2 electrical fault alarms of type 'sys_front_phase_b_open'. This failure is most likely due to foreign material on the front phase b wire, which increased the front stator's impedance values leading to the electrical fault alarms. The returned controller passed functional testing. Visual inspection revealed foreign material in the driveline connector port. The information available suggests that the reported electrical fault alarms were caused by foreign material in the driveline cable connector/driveline port. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware has initiated an internal investigation which is currently under investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Con191264 - controller, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.